Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "early experience with impaction femoral bone allografting with a standard cemented prosthesis for revision hip arthroplasty¿. Update 25 jun 2019: ¿early experience with impaction femoral bone allografting with a standard cemented prothesis for revision hip arthroplasty¿ was reviewed for MDR reportability. The study enrolled 49 hips (46 patients) implanted by the same surgeon over a 5-year period. All patients received a cemented triple-taper polished stem (depuy c-stem), with impaction morselized cancellous bone allograft using custom impactors in femoral component revision hip arthroplasty. All patients had femoral impaction as either 1-stage (42 cases) or two stage (7 cases) procedures. The following adverse events were noted: 2 cases of dislocation. 1 pulmonary embolism. 2 intra-operative femoral fractures. Femoral subsidence in an unspecified amount of cases. Only the journal abstract was available at the time of review. It is noted specific patient identifiers nor specific revision information was provided. The abstract indicated that 2 patients died, but no cause was noted nor indication it was product related.